Manufacturer narrative:
Corrected data: upon further review it was determined that the initial MDR had an incorrect entry on "section h3: device evaluated by manufacturer" . Correct entry should be yes instead of no. This section then has been updated. Section h3: device evaluated by manufacturer: yes. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Corrected data: based on further review of the complaint file, it was noted that section g04 was inadvertently not included on the initial medwatch report. The following sections have been updated accordingly. Section g04, combination product: no. Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on feb 23, 2024. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint preloaded reveal that the lens was stuck in the cartridge and overridden by the plunger rod. Damage to the cartridge and cartridge tip was identified. Ovd was observed to be inside the lens cartridge and lens staging area indicating that an excessive amount of ovd may have contributed to the complaint issue reported. No further issues were observed with the complaint preloaded. The lens could not be removed from the cartridge. The complaint issue "stuck in cartridge" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The complaint issue "haptic damaged" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Weight, ethnicity: unknown/ not provided. Date of event: unknown, not provided. If implanted, give date: not applicable, no patient contact with product. If explanted, give date: not applicable, no patient contact with product. Telephone number: (B)(6). Device evaluation: product testing could not be performed since at the time of this investigation, the product has not been received for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that an intraocular lens (iol) did not come out of the cartridge as they should, breaking the handles. The lenses could not be implanted and were replaced by others of the same model. There was a delay in treatment. There was no incision enlargement, no vitrectomy, no sutures done. No other information was provided.